Manufacturer narrative:
Method: additional clinical information has been requested. If additional information is provided, the new information will be submitted in a follow-up MDR along with the investigation of the manufacturing records.

Event description:
The patient had bilateral breast reconstruction surgery with implantation of xcm biologic as 'dermal sling.' Xcm biologic was sutured from the inframammary fold to the pectoralis major. The pocket was irrigated with bacitracin and a breast implant was implanted. At approximately 5 weeks post-operative, the patient presented with erythema over the area of xcm biologic implantation. Re-operation revealed purulence and intact but dissolving xcm biologic mesh. The xcm biologic was removed. Microbial cultures were negative. The breast implants were exchanged. The outcome of the re-operation was not reported.